Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606801 - femoral component - 64944046. 42532007901 - tibial component - 65078135. 42540200038 - patella - 65134398. Unknown bone cement. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00009, 3007963827-2023-00010, 0002648920-2023-00005.

Event description:
It was reported patient developed deep vein thrombosis and was treated medically 26 days post implantation. The components remain implanted. Attempts to obtain additional information have been made; however, no more is available.